Manufacturer narrative:
The returned device was evaluated. During evaluation the led power overlay was missing, however, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the rds causes the handheld to continuously reset. No consequences or impact to patient were reported.